Manufacturer narrative:
The field service representative changed the syringe assembly. The customer had no further issues with questionable results. The customer replaced the electrodes, valve, and sipper. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The na electrode lot number is aryg4. The electrode expiration dates were not provided. The k electrode lot number is aqv64. The electrode expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable na electrode results for 3 patient samples on a cobas 6000 c501 module. One of the patient samples also had discrepant k electrode results. Sample 1: the initial na result was 128 mmol/l and the repeated result was 140 mmol/l. The initial k result was 3.6 mmol/l and the repeated result was 4.2 mmol/l. The repeated results were obtained on another analyzer and were reported outside the laboratory. Sample 2: the initial na result was 122 mmol/l and the repeated result was 138 mmol/l. Sample 3: the initial na result was 114 mmol/l and the repeated result was 140 mmol/l.